Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in, and it was reported that there are impurities inside the drip chamber. There was no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: emma yang zuellig pharma no.91,kaihe rd. Dayuan district taoyuan taiwan.